Event description:
It was reported that one day post implant there was a perforation when the right ventricular lead dislodged. The impedance had decreased, r waves had decreased, and thresholds had increased. After the lead was repositioned the patient's blood pressure was noted to be low and echocardiogram showed pericardial effusion. Pericardiocentesis was performed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.